Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was exercising and received inappropriate therapy due to t-wave oversensing. Pt seen for followup and device sensitivity was adjusted and working fine. The device remains in use. No further patient complications were reported as a result of this event.